Event description:
It was reported by the sales rep that during a lobectomy procedure the device stapled, but it was difficult to open. The device did open eventually without manual force and worked correctly. They used a second like device to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 06/30/2008. Shroud separation. Evaluation summary: the device was returned with the handles open and with no cartridge loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. While no conclusion could be reached as to how the handles became separated, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.